Manufacturer narrative:
Tw# (B)(4). Updated section: b4,g4,g7,h2,h10,h11. Corrected section- h6 device code changed to 2900.

Event description:
Na.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 08/11/2023. An investigation was conducted on 08/24/2023. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed on the returned btt. The insufflation tube was observed to have fallen out of the port on the btt. A microscopic inspection was conducted. Evidence of glue was observed on the outside of the insufflation tubing as well as within the port. There were no other visual defects observed. An engineer evaluation was conducted on 10/09/2023 with the following results: the btt body and the insufflation tubing were inspected visually under magnification. There was evidence of clinical use in all devices. Other than the insufflation tube detachment, no other abnormalities were observed. Based on the returned condition of the device, the reported failure "connection problem" was confirmed. The DHR, shop floor paperwork was reviewed. The vendor certifies that this device serial/lot conforms to all applicable product specifications. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system. The lot # 3000319346 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failures.

Manufacturer narrative:
Tw ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the harvester was harvesting the saphenous vein with the vasoview hemopro 2, after the dissection process was completed, the harvester prepared to perform branch ligation. The harvester moved the co2 tubing to the distal insufflation port. After several minutes of branch ligation, it was noticed that the small piece of insufflation tubing on the btt port had fallen off of the btt port. This piece was removed from- the surgical field and no pieces were lost during this incident. No piece of the device fell into the patient. A new btt port was opened and the case was finished with no other issues. The delay was minimal related to opening a new device a new kit...less than 2 minutes.. No injury occurred due to the defect.